Manufacturer narrative:
Follow-up #1: date of submission 9/25/15 device evaluation: the device has been returned and evaluated by product analysis on 09/04/2015 with the following findings: unable to duplicate complaint about cracked display: only scratches on film display. Unrelated to the complaint, the battery compartment is cracked below bumper pad. Battery compartment leak. No moisture in internal pump. Use returned battery cap, battery cap does tighten fully.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.